Event description:
It was reported that a bit of debris/foreign matter was lodged in the tip of the bd safetyglide¿ needle, blocking it and preventing the user from drawing up immunization medicine. The following information was provided by the initial reporter: "incident details: I was in adult immunization clinic preparing immunizations when I noticed there was resistance at the tip of the 1 inch needles I was attempting to prime/expel air. There may have been a tiny bit of debris/particles at the tip of the needle preventing me from priming the needle. If a nurse were to give additional force/pressure when priming the needle, this could result in vaccine being expelled in the air and wasted. The one lot number that has been identified multiply times by other public health nurses is 2007149. Impact of incident: no negative outcome. I switched my needle to a different 1 inch needle and discarded the faulty needle. Who was affected? Patient. Additional info from customer: (18-aug-2023). -is there any adverse event or serious injury happened? No. -what is the occurrence number? 1 for this report. -can you identify the source of the foreign material? No".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bit of debris/foreign matter was lodged in the tip of the bd safetyglide¿ needle, blocking it and preventing the user from drawing up immunization medicine. The following information was provided by the initial reporter: "incident details: I was in adult immunization clinic preparing immunizations when I noticed there was resistance at the tip of the 1 inch needles I was attempting to prime/expel air. There may have been a tiny bit of debris/particles at the tip of the needle preventing me from priming the needle. If a nurse were to give additional force/pressure when priming the needle, this could result in vaccine being expelled in the air and wasted. The one lot number that has been identified multiply times by other public health nurses is 2007149 impact of incident: no negative outcome. I switched my needle to a different 1 inch needle and discarded the faulty needle. Who was affected? Patient. Additional info from customer: (18-aug-2023). Is there any adverse event or serious injury happened? No. What is the occurrence number? 1 for this report. Can you identify the source of the foreign material? No".

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.